Manufacturer narrative:
A field service engineer (fse) evaluated instrument. Fse found slight microbubbles within the reference solution tubing line. Fse replaced reference valve, proactively replaced ise (ion selective electrolyte) buffer syringe, decontaminated ise, replaced electrodes from customer stock, reinstalled reagent bottles and primed thoroughly to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining false low na (sodium) patient results were generated for multiple patient samples on system au680 clinical chemistry analyzer. The false low sodium patient results were not reported outside of the laboratory. There was no effect to patient treatment in connection to the event. Customer did not provide initial and repeat patient results. Quality control was within the laboratory's established ranges prior to event.